Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 4220939. D4. Medical device expiration date: 31-jul-2025. D4. Unique identifier (UDI) #: (B)(4). H4. Device manufacture date: 07-aug-2024. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, tube push-off was seen with an unspecified number of tubes across two lot numbers. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one (1) video for investigation. After review and analysis of the customer video, the customer¿s reported defect was not seen. For lot# 4220939 and lot# 4220983, 20 retained samples each were tested for functional tests related to tube push off, and none of the samples failed. After review and analysis of the customer video, the customer¿s reported defect was not observed within the video. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lots 4220939 and 4220983, for the indicated failure mode: tube push off. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, tube push-off was seen with an unspecified number of tubes across two lot numbers. No adverse impact was reported regarding the patient or user.